Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the adm/mdm poly insert from the mdm metal liner. The surgeon also wanted to medialize the acetabular shell. The mdm/adm liner construct, ceramic head, sleeve (implanted (B)(6) 2019, revision reported) and acetabular shell with 5 screws (implanted (B)(6) 2019) were revised to a larger shell, reimplantation of the 5 original screws (rep notified surgeon that this was off-label use), and femoral head with constrained liner. Rep confirmed there are no allegations against the revised head and sleeve, and confirmed that no further information will be available.